Event description:
There was no RMA issued. Product will not be returned. User facility reported that ibm wd was ordered for delivery the next morning because a chronic wound surgery was scheduled at that time. However, product did not arrive and the surgery had to be cancelled. Product was tracked and on the companies truck to be delivered in the afternoon. The product was delivered in the afternoon of november 3, 2004. The surgical procedure proceeded in 2004.

Manufacturer narrative:
Although the product did not malfunction and no pt injury was reported, the product did not arrive on time for the scheduled surgical procedure. The surgical procedure was delayed by 24 hrs. An investigation had been initiated based on the reported info.